Event description:
An aneurx stent graft device was implanted into a patient for the emergent treatment of a ruptured abdominal aortic aneurysm. It was reported that the physician implanted the aneurx stent graft system without complication. It was reported the patient expired later that day. The physician stated that the patient expired due to the complications from blood loss due to the rupturing of the abdominal aortic aneurysm prior to stent graft placement.

Manufacturer narrative:
Evaluation codes, results: (death), conclusion: (ruptured aneurysm prior to stent graft placement).